Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-02524, 3005099803-2009-02526 and 3005099803-2009-02528 for the other associated device info. It was reported to boston scientific corp on april 27, 2009, that a resolution clip device was used during a procedure performed on (B) (6), 2009. According to the complainant, after advancing through the scope, while attempting to clip in the antrum, the physician encountered difficulty with four resolution clips failing to close. The issues were encountered each time after moving the clip out of the sheath and opening the clip. The procedure was completed with a different MFR's product. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4). (Won't close). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).